Manufacturer narrative:
The allegation of high impedances was confirmed. Microscopic visual inspection revealed all wires broken at approximately 46cm from the terminal end leading to high impedances. Setscrew marks were seen on the terminal block electrodes at the terminal end. Examination of the lead showed broken wires that lead to high impedances. The root cause of the break is unknown.

Event description:
It was reported that the patient was experiencing loss of therapy due to high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).